Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that material deformation occurred. A percutaneous coronary intervention was being performed. A synergy ii drug-eluding stent was used and could not cross the lesion and was removed. This 2.50 x 16mm synergy ii drug eluding stent was then used but stent strut damage occurred when trying to cross the lesion. The procedure was successfully completed with a different device without issue or patient injury.